Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The device was inspected on-site, and the reported issue was confirmed. During troubleshooting, it was determined that the o2 gas module was the cause of the reported issue, and it was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The o2 gas module regulates the inspiratory gas flow, and a faulty module may affect delivered volume or gas mixture. The replaced o2 gas module was returned for further investigation. A visual inspection of the returned module revealed no abnormalities except for dents on the module cover. The module was then installed in a reference ventilator for simulated use testing. During this testing, the reported issue was reproduced as the pre-use check failed the internal leakage test, the flow transducer test, and the patient circuit test. During ventilation, the ventilator also generated a high peak airway pressure alarm and a respiratory rate high alarm. Further inspection of the module traced the issue to the delta pressure transducer sensor on one of the printed circuit boards (pcbs) inside the gas module. Testing revealed an imbalance in the wheatstone bridge, specifically a major drift in the temperature compensation resistor. This finding was confirmed by performing another simulated use test in which the pcb containing the suspected delta pressure transducer sensor was replaced with a reference. After replacing the pcb, all pre-use check tests were completed successfully. The device failed to meet its specifications during the reported event. The returned o2 gas module reproduced the reported issue during simulated use testing, and further inspection traced the failure to the delta pressure sensor inside the module. The most probable cause of the event was a defective delta pressure sensor due to drift in one of the resistors in the wheatstone bridge. Therefore, the cause of this customer product complaint has been determined to be related to the defective delta pressure sensor in the o2 gas module.